Event description:
It was reported that the patient's right ventricular lead exhibited insulation damage causing high capture threshold and high pacing impedance. The reported lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported, that the patient's right ventricular lead exhibited insulation damage. Causing failure to capture and high pacing impedance. The reported lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.